Manufacturer narrative:
Concomitant products: guiding catheter 6fr parent, medikit; guidewire, command, chevalier 14 universal, fmd; balloon: 5*100 saber, cordis; sheath: brite tip. The following information was unknown: how long after deployment of the exoseal did the hemorrhage occur; what was the patient¿s activity level just prior to the ae/hemorrhage (was the patient moving around, straining, etc.); was there any suspicion of the plug being deployed intravascularly; did the procedure use an antegrade or retrograde approach; what was the patient's approximate height and weight; how many exoseal devices were used in this patient; was femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; was the vessel diameter verified to be greater than or equal to 5mm in diameter; did the puncture site have visible calcium/plaque; was there a stent near the puncture site; did the vessel have stenosis >50% at or near the puncture site; was resistance/friction experienced as the exoseal vcd was advanced through the sheath; was there difficulty connecting the vascular sheath introducer with the exoseal vcd; was there any difficulty deploying the plug; was there difficulty connecting the vascular sheath introducer with the exoseal vcd; was the vascular sheath introducer retracted until the hub engaged with the indicator wire cowling; was the exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator; did the pulsatile flow never stop; did the pulsatile flow initially stop but then returned; was the exoseal vcd and vascular sheath introducer retracted together until the indicator window changed to solid black color; did the indicator window show any red color during retraction; was the deployment button fully depressed and flushed against the handle; was the indicator window showing solid black at this time; was excess force needed to fully depress the button; did the button depress half way only; was the button stuck and could not be depressed at all; was the exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button; did the plug fall out of the exoseal vcd shaft upon removal from the patient; was the plug found partially deployed, half way out of the shaft; or was the plug found fully inside the shaft. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 6 fr. Exoseal vascular closure device (vcd), the plug was deployed when the graphic pattern of the indicator window became to be black/red. The physician applied manual pressure for fifteen (15) minutes to achieve hemostasis. There was no bleeding complication that occurred during the procedure. The patient was returned back to the room as winded on the angio roll. However the patient had a hemorrhage at the room. The patient was treated with an unknown catheter and hemostasis was achieved by oppression with a balloon catheter. The product was clinically used and it will not be returned for analysis. The physician commented that the plug was located and had spread from the vascular wall. The procedure was a percutaneous transluminal angioplasty (pta). The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), not calcified and tortuous. An ipsilateral antegrade approach was made with a non-cordis guiding catheter. A non-cordis guidewire was used to access the lesion and it was changed to another new non-cordis guidewire. The crosser was performed. A saber 5 x 100 balloon catheter was inflated. The guiding catheter was changed to sheath cordis brite tip sheath and then the 6 fr. Exoseal (complaint product) was used for hemostasis. Additional information received indicated that the patient did not have any hematoma or other issue noted prior to discharge. It was not known how long after the procedure the patient was discharged from the hospital. The physician was satisfied that hemostasis was successfully achieved prior to the patient going to the (hospital) room. There was no further information available regarding the event description statement "the patient back to a room as winded the angio roll." The angio roll was reported to be a compression garment. The physician's comment that the plug located spread from the vascular wall meant that there was a gap between the deployed plug and the vascular wall. The patient treated with a catheter and hemostasis was achieved by oppression with a balloon catheter. The physician was certified for use of the exoseal vcd with the number of cases performed unknown. There was no reported product issue with the brite tip sheath used. There was no reported product issue with the saber balloon catheter used. There was no further information available as to if the patient showed any signs and symptoms of distal blood flow occlusion. The exoseal vcd prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no reported evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer.

Manufacturer narrative:
(B)(4) as reported, during deployment of a 6 fr. Exoseal vascular closure device (vcd), the plug was deployed when the graphic pattern of the indicator window became to be black/red. The physician applied manual pressure for fifteen (15) minutes to achieve hemostasis. There was no bleeding complication that occurred during the procedure. However the patient began to bleed while in the hospital room. The patient was treated with an unknown catheter and hemostasis was achieved by oppression with a balloon catheter. The product was clinically used and it will not be returned for analysis. The physician commented that the plug was located and had spread from the vascular wall. The procedure was a percutaneous transluminal angioplasty (pta). The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), not calcified and tortuous. An ipsilateral antegrade approach was made with a non-cordis guiding catheter. A non-cordis guidewire was used to access the lesion and it was changed to another new non-cordis guidewire. The crosser was performed. A saber 5 x 100 balloon catheter was inflated. The guiding catheter was changed to a cordis brite tip sheath and then the 6 fr. Exoseal (complaint product) was used for hemostasis. Additional information received indicated that the patient did not have any hematoma or other issue noted prior to discharge. It was not known how long after the procedure the patient was discharged from the hospital. The physician was satisfied that hemostasis was successfully achieved prior to the patient going to the (hospital) room. There was no further information available regarding the event description statement ¿the patient back to a room as winded the angio roll.¿ the angio roll was reported to be a compression garment. The physician¿s comment that the plug located spread from the vascular wall meant that there was a gap between the deployed plug and the vascular wall. The patient was treated with a catheter and hemostasis was achieved by oppression with a balloon catheter. The physician was certified for use of the exoseal vcd with the number of cases performed unknown. There was no reported product issue with the brite tip sheath used. There was no reported product issue with the saber balloon catheter used. There was no further information available as to if the patient showed any signs and symptoms of distal blood flow occlusion. The exoseal vcd was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no reported evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17336800 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are cautioned that a further retraction of the exoseal vcd and the vascular sheath introducer beyond the solid black color will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.